Manufacturer narrative:
(B)(4). The nursing staff inadvertently discarded the alarm belt and didn't document the lot number. Manufacturer ref #: (B)(4).

Event description:
The nursing staff reported the pt detached the buckle of the alarm belt and fell. When the nursing staff found the pt, there was no alarm tone coming from the alarm. The nursing staff tested the alarm unit with other working sensors and it was sounding as it should. When they tested the alarm belt with a working alarm unit, it would not trigger the alarm to sound. There was no pt injury that occurred.